Event description:
The customer contacted physio-control to report that their device can not be power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing power module, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Physio-control further evaluated the replaced part at the product assessment center (pac) and the cause of the reported issue was determined to be due to shorted electrical components on eos of the power module.

Manufacturer narrative:
The initial reporter¿s phone number is (B)(6). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. In transit to manufacturer.

Event description:
The customer contacted physio-control to report that their device can not be power on. There was no report of patient use associated with the reported event.